Event description:
A customer reported that there was no alarm for a leads fail event between 04:40 and 06:00. The pt reportedly went into leads fail, and a visual system warning alarm for leads fail was seen at 04:43 and rr leads fail at 04:44. There were allegedly no other alarms for leads fail. At 0556, spo2 alarmed for a low saturation of 63%, which was set to a warning level. At that time it was noticed that the pt was unresponsive. The biomed states that the pt is currently exhibiting neurological deficits related to low saturations.

Manufacturer narrative:
Ge healthcare investigated the cic (central station) log files for the solar 8000m bed in question between 04:30 and 06:00, which indicate that an ECG leads fail alarm occurred at a system warning level at 04:44:22 and an rr leads fail at 04:44:22. Cic logs also indicate that when the bed alarmed for leads fail, another bed was alarming for spo2 lo at warning level. This alarm is at a higher priority and would sound instead of the audible system warning alarm for the bed in question. The pt viewer window would have a yellow border and leads fail message displayed, with no ECG waveform. Based on the info available, the system performed to specifications. It was also determined during the investigation that the customer is using a wireless ECG device mfg by lifesync which is not supported by ge healthcare. The customer was informed that ge healthcare does not support the use of the wireless lifesync ECG device.